Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, when an optease retrievable filter 55 cm was removed, it fractured. The fractured segment migrated into the heart chambers. There was an attempt to remove the separated segment by using a "grappler" to reach in and catch the separated section. There was no patient injury during this procedure. A deep vein thrombosis (dvt) was the indication for filter insertion and was diagnosed by contrast. The extent of the dvt was a subacute thrombosis. There was no thrombus present at the implant site. There was no contraindication for anticoagulation. There was no recurrent pulmonary embolism (pe) despite anticoagulation. The patient was on anticoagulation post implant. Pre and post imaging was completed. The diameter of the vena cava was measured and was 30mm. There were no peri/post procedural complications. The fracture occurred when retrieving the device. The device was implanted for 20 days. There was no damage noted to the filter storage tube during preparation of the device. There were no delivery problems. There was no difficulty reaching the target lesion. There was no difficulty during deployment. There was no resistance with guidewire/embolic protection device. The filter was never in an acute or sharp bend during delivery. The filter support rod fractured at the inferior vena cava (ivc) location, quantity of 1. The vessel characteristics / lesion morphology was not calcified, not tortuous, not stenosed, no acute nor bifurcating angles. The separated section was caught with a catcher, and the main part was retrieved with a retrieval catheter. Additional information was requested, but not provided. A non-sterile ¿optease retrievable filter 55 cm¿ was received for analysis. Upon thorough inspection, the filter was found to be fractured. No other anomalies or conditions were observed during the visual inspection. Sem analysis was not performed because the damages on the filter were clearly visible with the magnification provided by the vision system (microscope). On the fracture observed during the visual inspection, as it had already been examined microscopically. Ductile dimples were observed across the entire surface of the fractured area and dried bloody residue was also noted. No other anomalies were found during the microscopic analysis. The complaint reported by the customer as ¿filter - fractured-separated¿ was confirmed. The fracture was seen during both the visual and microscopic examinations. Microscopic analysis revealed ductile dimples across the entire surface of the fractured area, which are typically indicative of fractures caused by material tensile overload. Based on this observation, it is assumed that the strut fractures resulted from a tensile force that exceeded the yield strength of the metal material prior to the fracture. The fracture reportedly occurred while retrieving the device therefore, procedural or handling factors may have contributed to the reported failure. Additionally, the device was implanted for 20 and filter fracture is mentioned in the IFU as a potential complication if it is not removed within 12 days. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the optease® retrievable filter has not been studied for long term implantation and must be retrieved within 12 days after placement. If the filter is not removed within 12 days of implantation, the possible long-term complications associated with filter implantation include but are not limited to the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b1, b2, b5, g3, g6, h1, h2, h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when an optease retrievable filter 55 cm was removed, it fractured. The fractured segment migrated into the heart chambers. There was an attempt to remove the separated segment by using a "grappler" to reach in and catch the separated section. There was no patient injury during this procedure. A deep vein thrombosis (dvt) was the indication for filter insertion and was diagnosed by contrast. The extent of the dvt was a subacute thrombosis. There was no thrombus present at the implant site. There was no contraindication for anticoagulation. There was no recurrent pulmonary embolism (pe) despite anticoagulation. The patient was on anticoagulation post implant. Pre and post imaging was completed. The diameter of the vena cava was actually measured and was 30mm. There were no peri/post procedural complications. The fracture occurred when retrieving the device. The device was implanted for 20 days. There was no damage noted to the filter storage tube during preparation of the device. There were no delivery problems. There was no difficulty reaching the target lesion. There was no difficulty during deployment. There was no resistance with guidewire/embolic protection device. The filter was never in an acute or sharp bend during delivery. The filter support rod fractured at the inferior vena cava (ivc) location, quantity of 1. The vessel characteristics / lesion morphology was not calcified, not tortuous, not stenosed, no acute nor bifurcating angles. The separated section was caught with a catcher, and the main part was retrieved with a retrieval catheter. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when an optease retrievable filter 55 cm was removed, it fractured. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.